Event description:
As reported by our edwards lifesciences japanese affiliate, during tavr of transfemoral approach, annular rupture occurred, and thoracotomy was performed to stop the bleeding. Although the access vessel diameter was approximately 6 mm, poor properties due to calcification affected esheath insertion. There was resistance when inserting the esheath, so a small amount of propofol was injected from the esheath side tube when inserting the delivery system to improve passage. The blood pressure (bp) dropped to 40mmhg just before the sapien 3 ultra resilia valve was passed through the native valve. Although considering the possibility of propofol affect, chest compressions was initiated. The valve was deployed in aortic position with -2 ml less that nominal volume under cardiac arrest. Post valve deployment, pcps was initiated, and adrenaline was administrated, bp was increased to 240mmhg. At that time, echo indicated that pericardial effusion had accumulated and was compressing the left atrium. It was determined that thoracotomy was needed to stop the bleeding. The patient left the operation room with a chest tube inserted. Per the medical opinion, there was no sensation of annulus rupture during valve inflation, but it may be different during cardiac arrest and during rapid pacing. There are many possible causes, but the event cause was unknown. Additional information regarding the patient outcome was obtained and the patient improved after tavr procedure, and was discharged from the hospital on their own.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the rupture is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.